Event description:
Elevated advia centaur tropin ultra cp results were obtained on serial draws from an elderly female patient. The physician questioned the elevated results because of a normal EKG. A sample from this patient was tested an alternate troponin method and the results were negative. The patient was admitted for observation but there was no medical intervention. There was no report of adverse health consequences due to the elevated troponin ultra results.

Manufacturer narrative:
Analysis of the instrument data indicate that the cause for the discordant troponin ultra results is unknown. No further evaluation of the device is required.